Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was an "open capsule" and lens decentration was noted. The lens was removed, a vitrectomy was performed and an anterior chamber lens was implanted as replacement. The surgeon indicated that in his opinion the likely cause of the event was "open posterior capsule". The patient's current status was reported as: "very good after a period of healing". This report pertains to the patient's right eye.